Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions were that the sample was requested for investigation but could not be provided. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. High results were generated by the cobas 6000 e 601 module. The event involved a total of 1 patient with high results for the elecsys ck-mb stat immunoassay. The patient age was (B)(6). The patient weight was requested, but was not provided. The patient gender was female. The patient's race was requested, but was not provided. The patient's ethnicity was requested, but was not provided.